Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During preparation outside the patient, it was noticed that the suture thread was detached from the bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the device with suture detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a ligation of esophageal varices procedure performed on (B)(6) 2024. During preparation outside the patient, it was noticed that the suture thread was detached from the bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and showed the device with suture detached.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of suture detached. Block h11: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached, the ligator housing teeth were bent, and the suture was detached from the ligator housing teeth which matches with the findings on media analysis on the provided photo. No other problems with the device were noted. The reported event of bands detached suture was confirmed. Upon analysis, it was found that suture was detached from the ligator housing teeth, the ligator housing had seven bands attached, and the ligator housing teeth were bent. It is most likely that the suture got detached from the ligator housing during the preparation of the device with the scope. One of the ligator housing teeth was also seen bent, which could have also affected the suture functionality and moved it outside of the teeth channel that got damaged, making the suture get detached therefore, the most probable root cause of this complaint is adverse event related to procedure.